Event description:
It was reported to kendall healthcare that a radiologist was performing a spinal procedure to do a myelogram. The kendall monoject needle was inserted into the pt. Upon removal of the stylet, the external needle broke off at hub insertion on the monoject. An incision was made to retrieve the cannula. The cannula and needle were retrieved intact.